Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: the customer reports that when they tried to introduce the device inside the trocar, the bag appeared torn via the camera. They removed it and used a different one.